Manufacturer narrative:
The device was returned to zoll and visual evaluation of the device found evidence that the device was physically damaged. The device's on/off gasket and switch on the main board were physically damaged. Due to the condition in which the device was rec'd, root cause analysis could not be performed. The device was repaired, recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device failed to power on. Complainant indicated that there was no pt involvement in the reported malfunction.